Event description:
It was reported that during an endoscopic retrograde choleangiopancreatoscopy procedure (ercp), deployment difficulties and a kink were encountered. The lesion was located in the common bile duct (cbd). The rx wallstent permalume 10mm x 80mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, the sheath would not retract and the stent would not deploy. The physician repositioned an unspecified endoscope and attempted deployment again, but was unsuccessful. The sds was removed and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed.